Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had a red call doctor icon and yellow waves. A boston scientific company representative advised the patient to contact clinic and let them know to order a new cellular adapter. The communicator issue was not resolved. A new cellular adapter was sent. This crt-d system had an alert for high out of range shock impedance. No adverse patient effects were reported. The crt-d remains in service.